Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 155 mg/dl. The customer saw air bubbles at the luer lock connection. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer stated that the insulin appeared to be "frothy" when it first exited the tubing and then had a normal appearance. The customer changed the pump supplies and resumed insulin delivery.